Manufacturer narrative:
Block b3: exact date unknown, event occurred in february 2025. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7102678, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) leads had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads were discarded by the medical facility and will not be returned.